Manufacturer narrative:
The act button on the insulin pump had intermittent button response due to flattened domes. The device had minor scratches on the lcd window.

Event description:
Customer reported via phone call, the act button on the insulin pump wasn't responding. He replaced the battery and was checking blood glucose. Customer's blood glucose was unknown. Customer didn't recall any significant event which may have caused the keypad issues. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for further analysis.